Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog number and lot codes of other device listed in this report: cat # 625-0t-32f, lot # description: trident alumina insert. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the event.

Event description:
It was reported that, "revision of ce/ce due to squeaking. When explanted, a fracture was noticed within ce liner. May of happened when explanting ce liner. Replaced with x3 32 poly & 32 metal head."